Event description:
In 2008, the sales rep reported that during surgery, the threads would not catch the distal threads of the screw. This caused a surgical extension greater than 45 minutes.

Manufacturer narrative:
Device is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.